Event description:
Customer reports to have received excessive battery out limit alarms. Customer's blood glucose was 126 mg/dl. After troubleshooting, insulin pump did not alarm battery out limit. Customer was advised to monitor insulin pump and that battery cap would be replaced as a courtesy. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.